Event description:
A report was received that the patient was scheduled for a lead revision due to migration and high impedance contacts. During the lead revision procedure, the patient's leads and ipg were replaced as the patient suspected that the devices were not functioning properly. The patient is reportedly doing well.